Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another meter. The reporter claimed obtaining blood glucose readings "three pointes higher" on the subject meter compared to a onetouch ultra meter, no exact values were given. The time between each of these tests is unknown. This complaint is being reported since we could not confirm that the calculated difference exceeded our criteria as no values were given. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.